Manufacturer narrative:
A2, a4: patient age and weight not provided. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. Due to patient privacy laws, the account communicated that no additional information will be provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. A, is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to palliative therapy. Based on a review of the available patient records and request for patient outcome, there were no device related issues at the time of the patient outcome. The outcome was not considered device or therapy related. An autopsy was not performed. The device was not explanted.